Event description:
Laryngoscopy with biopsy of left vocal process lesion and attempted ktp laser ablation, flexible bronchoscopy/tracheoscopy see procedure note below - during the procedure, a component of the ktp laser fiber fractured, and it is suspected that the patient may have inadvertently swallowed the fragment. Immediate evaluation with repeat direct laryngoscopy and bronchoscopy was performed, which did not reveal any evidence of a retained or visualized foreign body within the upper airway or trachea down to the carina. The patient was transferred to another clinic and underwent an upper endoscopy which did not reveal any evidence of the retained foreign body. The patient was then transferred to the hospital for a CT scan and observation. There is no evidence of radiodense foreign body within the trachea, bronchial system, or lungs found on the CT scan. The patient was undergoing the procedure for a left vocal process lesion. Biopsy was obtained and was negative for malignancy. The patient is otherwise healthy with no significant medical issues.